Event description:
It was reported that the customer experienced blood glucose (bg) levels of approximately 40mg/dl to greater than 500mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer's pump is currently out of warranty.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.